Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had an abnormal partial pressure of carbon dioxide (pco2) values. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient. There was one cubic centimeter (cc) of blood loss. Per clinical review: during a bypass procedure on (B)(6) 2017, the clinician stated that the pco2 value on the blood parameter monitor (bpm), prior to re-in vivo was higher than normal, and when they entered the value in the recalibration (recall) screen, the value could not be entered. This bpm and shunt sensor was calibrated according to instruction for use (IFU) directions prior to the initiation of bypass. The clinicians do isolate their shunt sensor prior to the initiation of bypass. It is not known what type of solution the team primes the cpb circuit with, or that the ph of the blood after initiation was between 7.0 and 7.8. Once the value could not be entered, the clinician made the decision to try to isolate the problem. The team re-booted the monitor several times, but was unable to enter the recalled values in the monitor. Currently, it is not known if the value that the team was trying to place in to the monitor were within the operating range. If the values are higher or lower than the operating range of the bpm, the values are not able to be placed in the recall screen. Ultimately, they exchanged the shunt sensor with another sensor, and then the pco2 was reading accordingly after recalibration.

Manufacturer narrative:
H3 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was not verifiable since the product evaluation could not be performed. During laboratory analysis, the product surveillance technician (pst) could not verify the reported complaint as testing was not feasible with the test software that was installed on the monitor. The service repair technician (srt) replaced the arterial blood parameter monitor (bpm) probe as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.